Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced coupling and/or communication issues with the recharger. The pt had not recharged for (B)(6) and, previously, only received four bars when recharging. Five physician mode recharges (pmr) were attempted, but the pt's implantable neurostimulator would not "come back." When the antenna locator (al) feature was used, only numbers between 42 and 46 were obtained. Both the pt's recharger and the manufacturer representative's recharger were used to troubleshoot. An over-discharge of the pt's device was suspected. It was later reported that there had been no successful pmr performed. The pt's device was explanted. No further details, pt symptoms or outcome were provided. Additional info was requested but not available as of the date of this report. A follow-up report will be filed if additional info becomes available.